Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead was found to have a bent pin when physically inspected by the physician prior to implant. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal connector of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.